Event description:
It was reported by service report that the brakes would not stay engaged. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: brake cam.